Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged white power cable of the system controller was not confirmed. There were no photos or log files submitted for review. System controller, serial (B)(6), was not returned for analysis. The provided information stated that the white power cable was damaged which resulted in exchanging to the backup controller. It is unclear if there was any damage to the underlying wires. Additional information stated that the controller would not be returned. Multiple attempts were made to obtain additional information from the customer regarding pictures of the damage; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was damage noted on the patients primary controller white power lead. The patients system controller low flow alarm was set to 2.0 liters per minute. The coordinators changed the system controller to the backup and that patient tolerated it well. The backup system controller was adjusted to 2.0 low flow as well.